Event description:
An elevated tropnin I result of 1.14ng/ml was obtained during a sequential sampling protocol. The following troponin I result was 0.11 ng/ml. The falsely elevated result was reported to the physician. The same sample was tested on the same instrument and results of 0.14 and 0.13 ng/ml were obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. The most likely cause for the falseley elevated troponin I result was the hm module maintenance.